Manufacturer narrative:
The investigation has been completed; the product was returned to the chu for evaluation. Visual inspection could not confirm the reported complaint. The two reduction shafts each featured a heavily damaged set screw at their tips. There was no evidence that they were broken as reported. No amount of effort was sufficient to separate either of the reduction shafts from the set screws. The force was significant enough to shift the set screw¿s position slightly despite the high degree of resistance. It is difficult to assess the potential cause of this failure since forcibly removing the set screw may cause further damage to either the reduction shafts and/or the set screws. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem . No emerging trends were found requiring further actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) implanted viper ii monoaxial screws and tried to reduce the rod into the screw heads. For some reason the rod reduction process did not work. Eight innies busted, the thread of the innies broke, so the threads of 2 screws head busted as well. Further 2 screw drivers and one extension sleeve broke. All has been decontaminated and will be handed in. The issue caused a surgery delay of approx. 30 min.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.